Manufacturer narrative:
The complaint about the non-rechargeable ipg had reached the end of service life was confirmed. However, device exhibits normal characteristics. Elective replacement indicator will appear when the device battery level is below the expected range of 2.65 volt and will suspend normal operation with end-of-service message. The device was in service for about 328 days with a pulse-width range (150) and an eui (60.4) which is within the expected range per the direction for use.

Event description:
A report was received that a patient's ipg was explanted due to depleting too fast. The physician thought the battery life was too short. The patient is doing well following the procedure.

Event description:
A report was received that a patient's ipg was explanted due to depleting too fast. The physician thought the battery life was too short. The patient is doing well following the procedure.